Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 457 mg/dl. The customer also experienced different blood glucose level of 305 mg/dl. The customer report symptoms related to high blood glucose such as thirsty. The customer was treated with manual injection. The customer stated that the insulin pump received insulin flow blocked alarm. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.